Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported during a site visit that a clinician found tubing #2420-0007 separated when they removed it from the package. The clinician cannot recall where the separation occurred but stated the tubing was in two pieces. This event occurred something in november and the tubing was discarded.